Event description:
It was reported that an ilet bionic pancreas displayed repeated ¿restart ilet¿ alert 38 events associated with a motor stall, despite multiple restarts and supply changes, which led to shipment of a replacement device and instructions for return of the original; the user also reported elevated blood glucose for several hours and administered a manual insulin injection. Symptoms included hyperglycemia without additional acute symptoms. Outcomes included use of backup therapy and no medical intervention or hospitalization. Investigation included collection of event details and high glucose information, remote review for alert history, and request for device return for evaluation. Investigation of this case revealed a reported motor stall condition consistent with a pump mechanism or drive-related malfunction that interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device malfunction consistent with a motor stall. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.